Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy, stapling of the anastomosis was performed, but the staple was not performed, only the cut was performed, it was necessary to open a new stapler to perform a new anastomosis. There was no delay. The procedure was completed successfully with no patient consequences or change in the post-operative care.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy, stapling of the anastomosis was performed, but the staple was not performed, only the cut was performed, it was necessary to open a new stapler to perform a new anastomosis. There was no delay. The procedure was completed successfully with no patient consequences or change in the post-operative care.